Event description:
The reporter did meter to hcp meter comparison tests, side by side. The results were 321 mg/dl on reporter's meter amd 264 mg/dl on the hcp meter. Reporter did not have any symptoms. No harm was alleged.